Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 28-jan-2026, arthrex was notified via email of a case study published in 2022 by the journal of arthroscopy titled ¿reliable clinical and sonographic outcomes of subpectoral biceps tenodesis using an all-suture anchor onlay technique¿. The study reviewed thirty-four (34) patients who underwent shoulder procedures using arthrex fibertak devices. Two (2) patients were documented to have had bicep tendon lesions resulting in both patients' experiencing early failure of the tenodesis construct resulting in a popeye deformity during the twelve (12) month follow-up period. Ref: degenhardt, h., et al. (2022). "Reliable clinical and sonographic outcomes of subpectoral biceps tenodesis using an all-suture anchor onlay technique." Arthroscopy 38(3): 729-734.